Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort and lead protrusion near shoulder. The right ventricular (rv) lead were "way ward". Three additional anchoring sleeves were added to the wayward lead length to keep the lead anchored in the pocket and leads were recoiled under the implantable pulse generator (ipg). The lead remains in use. No further patient complications have been reported as a result of this event.